Event description:
Syringes appear to be sterilly packaged just like other individually sealed sterile luer lock syringes. It is not obvious that they are not sterile and the label writing is small. Other similarly packaged syringes are always sterile. Even catheter tip and luer slip. They cost rptr about $2.50 each and rptr uses them for making morphine powder into 50 mg/ml solution with terminal sterilization by filter through .22 micron filter. (Sample) (*)